Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please elaborate on the quality issue experienced with the product when was the needle dissembled from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify it was provided a photo that shows a third device(mcp427). Please clarify if there is any deficiency in this product? Please perform attempt for product return. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to distributor) a photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was assembled the thread needle. There were no adverse patient consequences reported. Additional information was requested on clarification of the event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1. Upon review of the additional information provided, this medwatch report # (B)(4) is no longer reportable. The event occurred before use on the patient. The following additional information was received: did this problem contribute to any adverse events for the patient? No. Explain the quality problem experienced with the product there is a non-conformity of the vicryl 3-0 plus medical device (sc20) where they express that the suture disassembled the needle from the thread and was two units. Therefore, the replacement is made. When was the needle disassembled from the suture (in the package, during removal of the package, during handling prior to use on the patient, or during use on the patient)? Please specify before use on the patient. A photo showing a third device (mcp427) was provided. Please clarify if there are any deficiencies in this product. No. Make an attempt to return the product. The sample will be sent to j&j soon. Provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the distributor)